Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The was was advanced into the left atrial appendage under suboptimal transesophageal echocardiography (tee). Due to the imaging quality, the physician was unable to determine to what depth the was had advanced into the laa. Contrast injection was used to assess the laa size and shape and the closure device was deployed. The patient became hypotensive and entered cardiac arrest. Cardiopulmonary resuscitation was initiated. Transesophageal echocardiogram (tte) identified a pericardial effusion and a pericardiocentesis was performed. Surgical intervention took place and a perforation was discovered in the left atrium. An attempt was made to suture the perforation closed but was unsuccessful and the patient died of blood loss.